Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a sudden increase to high out-of-range pace impedance measurements greater than 2,500 ohms, and rv lead fracture was suspected. Post-lss, noise with oversensing was observed. However it was also noted there were stored episodes from prior to the lss, but there were no electrograms (egms) to view. This rv lead remains in service, and will continue to be monitored remotely at this time. The patient is not pacer dependent. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a sudden increase to high out-of-range pace impedance measurements greater than 2,500 ohms, and rv lead fracture was suspected. Post-lss, noise with oversensing was observed. However it was also noted there were stored episodes from prior to the lss, but there were no electrograms (egms) to view. This rv lead remains in service, and will continue to be monitored remotely at this time. The patient is not pacer dependent. No adverse patient effects were reported.